Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 16, 2015. (B)(4). In follow-up communication with the user facility, it was noted that the user facility would not provide the perfusion record or pertinent information related to patient co-morbidities and heparinization, and they did not return the actual device for investigation. Patients can have pre-existing abnormalities of hemostasis that are either an inherited disorder of coagulation or an acquired disorder stemming from their cardiac lesion or more commonly from drugs which affect coagulation and/or anti-coagulation. Subsequently, the investigation was limited to the review of the device history record that revealed no anomalies related to the formation of thrombus in the device. Therefore, the root cause could not be determined. Device labeling addresses the potential for such an occurrence in the instructions-for-use with statements such as: ¿do not reduce heparin during circulation. Otherwise, blood clotting might occur.¿ ¿adequate heparinization of the blood is required to prevent it from clotting in the system.¿ (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass there was presence of a thick, red spot in the filter and appeared to be a clot-like substance in the oxygenator fiber bundle. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.